Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
The user facility reported that the tech noticed after the pt was on the saline bag, it was full. The tech removed and replaced the saline bag and the machine was pulled post treatment. The bad was checked with a phoenix meter, 7.4 ph - ran machine for three hrs with no issues at all.